Manufacturer narrative:
This report is submitted on august 18, 2023.

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site. The abutment was removed and there was a skin revision under a general anaesthetic on (B)(6) 2023. The implant remains in-situ. An osia system was implanted at a new site.